Event description:
The radiofrequency programmer head was returned for test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer head failed all uplink amplitude tests, and the head's cable was found to be twisted. The cable was replaced and the head then passed all final electrical testing and a bench systems test. (B)(4).